Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) and a cartridge alarm 19 occurred during pumping. Reportedly, the user's blood glucose (bg) level was over 600 mg/dl with high ketone levels and the user was vomiting. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
(B)(4).